Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, a cause could not be presumed, and the occurrence of the suggested event could not be confirmed. Hence, the device did not meet the specifications since the device was damaged, however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Additional information: h3, h4.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the ultrasonic bronchofibervideoscope had clogging of the balloon water tube, foreign objects had come out of the distal end. There were no reports of patient harm.